Manufacturer narrative:
UDI: (B)(4). Examination of the returned instruments confirmed the dullness. The root cause is heavy usage. The instruments range from 4 to 15 years of age. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: complaint description: acetabular reamers are extremely dull. No products were available for return. There was no product lot number available but we were provided with the product codes. A worldwide complaint database search on the product codes did identify previous complaints for dull reamers but the majority of these were attributed to product worn from normal use or insufficient information. No previous complaint had identified a need to conduct a corrective action. Without the product or product lot numbers it is not possible to determine how old the products are or why the products became dull. No further investigation can be undertaken without further information. The complaint shall be closed with an unjustified conclusion and a root cause of undetermined, insufficient information.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acetabular reamers are extremely dull.